Event description:
(B)(4) the dealer reported that the unspecified custom power wheelchair joystick was shorting out. There was no injury reported.

Manufacturer narrative:
(B)(4). Report # 1525712-2013-02677 indicting the manufacturer and model # as unknown. The correct manufacturer is invacare (B)(4) and the model is a m41. The FDA registration number was listed as 1525712 for invacare (B)(4). The correct FDA registration number is 3004493922 for invacare (B)(4).